Manufacturer narrative:
As reported, the tip of a 5mm x 8 cm 150 cm saber percutaneous transluminal angioplasty (pta) balloon catheter did not move well. It was possible to introduce the balloon onto the guidewire. Shortly before entering the balloon into the sheath, the physician saw that the tip had broken off the balloon; the tip detached from the rest of the balloon. Consequently, the balloon was taken off the wire. A new balloon of the same size was used and worked well. The product was never in the patient. There was no reported patient injury. There was no difficulty removing the protective balloon cover or any of the sterile packaging components. The device was stored, handled, and prepped according to the instructions for use (IFU). The device was returned for evaluation. A non-sterile ¿saber 5mm8cm 150¿ device was received for analysis coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. A thorough inspection was performed observing a separated condition on the distal tip. The separated piece was not returned for analysis. The balloon arrived deflated. The separated area was inspected with a vision system observing the edge presents evidence of elongations and scratches. The separated edges show an irregular not uniform cut path indicating it is not located on the fusion surface of the tip. The elongations, scratches and irregular profile of the frayed edges found on the material are commonly associated with separations caused by material tensile overload. Therefore, it is assumed the device was induced to a tensile force that exceeded the material yield strength prior to the separation. No other anomalies were observed during the evaluation. The reported ¿distal tip separated¿ was confirmed by analysis as the device was received with a separation at the distal tip, though the separated piece was not returned with the rest of the device. The exact cause of the damages noted cannot be determined. Inspection with a vision system showed elongations and scratches on the separated edge, indicating an irregular, non-uniform cut path. It was noted the separation was not located on the fusion point of the tip. The material may have been torn, then pulling and stretching events lead to a full separation caused by material tensile overload. Therefore, based on the information available, procedural and/or handling factors likely contributed to the reported event. According to the safety information in the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Open the pouch, grasp the hub and gently take the catheter out. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. 2. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. 3. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. 4. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. 5. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed and repeat steps 2-4. 6. Without twisting, slide the forming tube off the balloon. 7. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. 8. Purge the air from the inflation device. 9. Connect the inflation device to the 3-way stopcock that is connected to the catheter inflation port, open the stopcock to the catheter and slowly fill the inflation lumen and the balloon will slowly fill with diluted contrast medium. Caution: do not apply positive or negative pressure to the balloon at this time.¿ the information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the tip of a 5mm x 8 cm150cm saber percutaneous transluminal angioplasty (pta) balloon catheter did not move well. It was possible to introduce the balloon onto the guidewire. Shortly before entering the balloon into the sheath, the physician saw, that the tip had broken off the balloon; the tip detached from the rest of the balloon. Consequently, the balloon was taken off the wire. A new balloon of the same size was used and worked well. The product was never in the patient. There was no reported patient injury. There was no difficulty removing the protective balloon cover or removing any of the sterile packaging components. The device was stored, handled, and prepped according to the instructions for use (IFU). The device was returned for evaluation.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.